Event description:
Health care professional reports that a new pt's transfer set disconnected from the titanium adapter during use. Pt's set was changed and prophylactic antibiotics were given. There was no reported injury and pt seems to be doing fine.